Event description:
It was reported that customer was hospitalized with high blood glucose levels. Prior to hospitalization customer had chest pain. Troubleshooting was performed and pump appeared to be functioning normally.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.